Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted separation of the gore covering and the spring electrode was stretched but not fractured. Resistance testing and a pressure test of the inner and outer insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded that the conductive paths met specifications.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital after receiving multiple inappropriate shocks. It was reported that the patient was also receiving non-device related treatment. A device interrogation was performed and the electrocardiogram (ECG) was faxed to a boston scientific technical consultant for review. Upon review of the ECG, a chest x-ray was recommended to confirm lead placement. A chest x-ray was performed and revealed that the rv lead had dislodged and was in the patient's atrium. An invasive procedure was performed. This lead was explanted and a new rv lead was successfully implanted without further incident.